Event description:
It was reported that during an unknown procedure, staples were not properly closing-they were falling off the skin after application. Event happened during application on the skin. Closure was finished with sutures. As a result of the difficulties encountered with this device, the procedure was prolonged 20 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device (a) was received non functional due to a non-conforming staple stack. The device was manually assisted and the staple stack became aligned. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (b) was received in good visual condition. The device was tested for functionality and it fired and formed five staples as intended. However, after the fifth firing, the device started ejecting the staples. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (c) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (e) was returned in good visual condition and fully functional. When tested for functionality the device fired and formed 23 staples as intended. After this, the staple stack became misaligned. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No conclusion could be reached as to how the staple stack became misaligned. The appropriate engineering personnel have been notified of this incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device (d) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 22 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The device was disassembled to verify the integrity of the internal components and no abnormalities were found. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.